Event description:
Device failed to deploy, requiring the device to be pulled back. Initially thought that pulling the device back ripped the artery, hematoma did form, pressure was held. Patient was monitored for extended period of time and vascular was consulted. FDA safety report ID # (B)(4).